Manufacturer narrative:
The actual complaint part issto be returned by the customer. More results will be available aafter completion of the investigation. The patient condition is reported to be satisfactory and the infection has been treated with penicillin. Failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate. The impalnt was placed on (B)(6) 2016 and explanted on (B)(6) 2016. The procedure was carried out on type I bone and granulated tissue was formed around the implant. It was reported that the implant site was infected and resloved with penicillin. Nothing was reported with the implant itself and the x-ray was fine.